Event description:
It was reported that the patient was told by the physician not to use their implantable neurostimulator (ins) anymore because the leads had moved (even though they had put a paddle in). The ins had been turned down just in case the patient used it. A cat scan showed that the leads had moved. An MRI that was taken prior to device implant was compared to the recent cat scan and the patient was told that their back was bad and they needed their back fused. Their spine was bone on bone and they found out that they had scoliosis. The physician felt that a new implanted system would not benefit the patient. The patient felt that the leads moving were probably their own fault because they did not know about any activity restrictions. They had noted that they had not been educated or told that they could not do things that they wanted to such as cleaning their house or bending over and picking up heavy objects. They had to cancel a doctor¿s appointment because they could not even sit up for more than a few minutes and couldn¿t walk through the house. The patient had gall bladder surgery before implant and now they were supposed to have bariatric surgery because without being able to do things they had gained weight. A year ago they were on steroids for bronchitis, gained even more weight and had a respiratory arrest. They were told they were not supposed to have additional surgeries, unless necessary, until having bariatric surgery. No outcomes or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).